Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument pitch up and down cable was broken at the distal end. There were no pieces missing and no other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken pitch cable found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported during a da vinci laparoscopic assisted pyeloplasty procedure, the wire at the tip of the fenestrated bipolar forceps was broken. There was no report of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.